Event description:
The md who placed the portex epidural catheter in the pt is an experienced pain management specialist. The md states that the placement of the catheter was "completely uncomplicated." However, when she was removing the catheter (took all tape/dressings off carefully first), it broke (tranverse shear/fracture). The pt was left with approximately 8-9 cm of retained epidural catheter. The pt was taken to the interventional radiology suite for attempted catheter extraction which was unsuccessful. The pt was taken the next day to the or for surgical removal which was successful.